Event description:
During surgery, surgeon was not able to tighten down the cap nuts on one side of the construct. It was reported that the surgeon lined up the alignment indicators on the cap nuts and seats, but the components cross-threaded automatically. As a result of this event, the surgeon had to remove that particular side of the construct and start over again. This delayed the surgery approx 20 min - 30 min.